Event description:
It was reported that the customer had a test failure alarm on the insulin pump. Customer's blood glucose level was 60 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The maximum delivery safety feature functioned properly and the insulin pump passed the self test. The insulin pump was monitored for several days with no alarms. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.